Event description:
Reportedly, the pt expired due to unknown reasons. Date of death is unknown. No further info has been rec'd on this pt and/or device. Please reference MFR report #: 6000002-2008-06781 for device model 2700, replacement heart valve explanted in 2007.

Manufacturer narrative:
Device not returned.